Event description:
Reporter noted probe seized while in a blood filled eye. Changed probe, and the replacement probe also stopped cutting. Switched out unit to complete case. Case was completed with no pt injury.